Event description:
On ocobter 18, 2004, the patient contacted lifescan alleging that her one touch ultra meter was set to the wrong unit of measurement. The meter was set to mg/dl, instead of mmol/l. The patient reported that she took a double dose of insulin based on the meter result. The patient neither alleged harm nor experienced injury or medical intervention. She contacted her nurse and was advised that the meter was set to the wrong unit of measurement. The customer service rep confirmed that the meter was originally set to the correct unit of measurement in the meter settings. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.